Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure this right atrial (ra) lead upon depletion of the helix the patient experience a perforation, therefore, this lead was unable to be successfully implanted. A lead with a passive fixation was implanted instead. No additional adverse patient effects were reported.